Manufacturer narrative:
The device was not returned for eval. Review of the device history record confirmed the device met mfg requirements prior to shipment. The cause for the reported event remains unk. (B)(4).

Event description:
It was reported after placement of the sheath in the pt, the physician attempted aspirate blood from the sideport but aspirated air instead. The physician made sure the valve was tightly closed and re-attempted the aspiration but the result was the same. The device was replaced with another and the procedure was completed without complication. This device was discarded.